Manufacturer narrative:
A patient underwent an atrial fibrillation (afib) ablation procedure with varipulse catheter and the patient experienced a pericardial effusion treated with pericardiocentesis, drainage tube and prolonged hospitalization. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was that it was patient condition/procedure related. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with varipulse catheter and the patient experienced a pericardial effusion treated with pericardiocentesis, drainage tube and prolonged hospitalization. It was reported there was a pericardial effusion noted at the end of an afib procedure where the carto 3 system and the trupulse system were in use with a varipulse catheter. The physician noted that there was a pericardial effusion present during their usual post procedure intracardiac echo check. The procedure was completed without any issues. The patient was hemodynamically stable. The effusion was confirmed via transthoracic echo and the physician performed a pericardiocentesis, and about 535 ml of fluid was removed. The physician does not remember if there was a baseline effusion present pre-procedure. The size of the effusion is unknown. The drainage tube was left in place. The is no additional intervention planned at this time. The patient is still in the lab at the time of the call but will be transferred to the intensive care unit for overnight observation. Information received indicated that the outcome of the adverse event was fully recovered (no residual effects). The number of performed ablations were 60 pf ablations in the posterior wall. The quantity of pf ablations displayed on the tp monitor was 60 ablations. No evidence of steam pop. The procedural act during procedure was 418. No sheath or catheters exchanges noted. One transseptal puncture site was performed during the procedure. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation.